Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, product type: screening device. Product ID: 3057, lot# unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. Product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient believes their leads dislodged because they couldn't be taped down securely at the time of the procedure; they had some kind of reaction to the tape or to the solution that was used during the surgery. The patient also said they were no longer getting connection. As a result of what was reported, the patient was advised to contact their healthcare provider (hcp) for medical advice or if they have questions about their health. No further patient complications have been reported as a result of this event.